Event description:
It was reported that a patient underwent a procedure using an anterior cervical plate system. According to the report, the plate broke during impaction. The plate was removed successfully and replaced. No device fragments were left in the patient and no patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.